Event description:
It was reported that the 9800 system displayed fast stop errors. The system had to be rebooted and the procedure was completed without further incident. No pt injury was reported.

Manufacturer narrative:
Fast stop errors. A ge service rep performed an onsite investigation. The service rep could not duplicate the problem. He tested the vertical column, but was unable to find the cause of the incident.